Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was not found out of specification in relation to the reported no flow issue which was not reproduced. No cause was identified and no parts were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse (under infusion) milrinone during therapy (dose, programmed amount and delivery rate unknown). The customer reported the pump had appeared to be running and indicated a total amount infused, as if it had actually infused. Multiple registered nurses reviewed the set-up and could not identify a user error. There was no known patient injury or medical intervention associated with this event. No additional information is available.